Event description:
It was reported that the surgeon had to confirm the patella upon opening the sterile portion of the patella, the paper looked like it was attached to the inner portion. When pulling the nonsterile portion, it looked like the sterile portion was being pulled with it, so surgeon questioned sterility and refused it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.